Manufacturer narrative:
The product was discarded by the facility. The lot manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in (B)(4) indicating that during a cataract procedure, the sleeve of the phaco tip rolled up when the surgeon tried to enter the 1.8mm incision. The doctor replaced the sleeve and he was able to complete the procedure without any consequences or injury to the patient.